Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The severely stenosed target lesion was located in the severely tortuous left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, it failed to cross and the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The severely stenosed target lesion was located in the severely tortuous left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, it failed to cross and the delivery shaft was fractured. The device was competely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts from the proximal and mid stent regions lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a kink 62.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.